Event description:
A remstar auto a-flex was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center for further evaluation. The device was evaluated. The device's downloaded logs were reviewed by the service center. There was evidence of error code. Upon further evaluation, visible foam particles were observed inside the blower kit. In conclusion, the customer's complaint was confirmed. The device was scrapped. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4), in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.